Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation, therefore, a definitive root cause couldn't be determined. Neither logs and trends nor any updates received from customer. No further complaints logged for this serial number until today.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been return for investigation. Walked the customer through a hard reset and powered the unit back on without the message reoccurring. Advised to have biomed download and send in device logs and trending data for further analysis. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that a bellavista1000 us ventilator had decommission screen upon start-up, during setting up for intubation. Furthermore, there was no patient associated with this event.